Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when taking an aliquot of a urine sample using bd vacutainer® c&s preservative urine tube, 1 tube contained an additive abnormality that appeared to be a white paste on the side of the tube. Moisture was also noticed in the tube. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received nine photos for investigation. The evaluation of these photos shows the indicated failure mode, where the tube appears to have moisture in it. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: additive abnormality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when taking an aliquot of a urine sample using bd vacutainer® c&s preservative urine tube, 1 tube contained an additive abnormality that appeared to be a white paste on the side of the tube. Moisture was also noticed in the tube. There was no health impact or consequences reported.